Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Physical examination of the device concluded the following: the spacers in the rear wall are bent, the connection base is very worn, the housing cover is scratched, the light control cable is of old design, the light brightness is below the average value despite the new xenon bulb, optical system is slightly dusty and housing screws are partially corroded. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation reported the lamp was not specified by olympus, and incorrectly installed. The probable root cause could be related to the incorrect lamp and installation and 12 years or more have passed since the device was delivered, and it is assumed that the output connector was worn out due to repeated use for a long period of time the instructions for use state: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device was not lit up at the unspecified timing. The user also reported that the examination lamp had been replaced to new lamp but it was not worked. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and determined the reported phenomenon. Since the examination lamp was not properly engaged in the lamp housing, the subject device was not ignited. It was also found that it had been installed a non-olympus lamp to the subject device. There was no patient injury associated with this report.